Event description:
Over the past week, we have had 4 of the strykerflow 2 suction irrigators that began making a funny noise during the procedure, began heating up and smoking. All 4 of the suction irrigators have had the same lot number 2344fg2. I notified our rep after this happened the second time. We have removed the remaining suction irrigators with this lot number off our shelves and have reported to stryker. Patient code: 4582. Device codes: 1585; 3273; 4030. Reference reports#: mw5171744, mw5171746, mw5171747.